Manufacturer narrative:
The hill-rom technician found one bolt that was broken in the leg widening mechanism. Per the design of this device, the expected life for the uno is 10 years. The uno associated with this complaint was 14 years old. No additional investigation or corrective action is necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account put the lift in quarantine in the maintenance area. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that one bolt in the leg widening mechanism broke and the lift tipped causing a patient fall. The patient sustained a subdural hematoma and was in the hospital for 3 days. The patient then transferred back to the account and returned to the same levels of functioning as prior to this incident. The lift was located outside (B)(6) at the account. (B)(4).